Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise oversensing and low varying pacing impedance. No intervention was done. The patient was stable.

Event description:
New information received notes that the physician explanted the rv lead. During the procedure, insulation damage was noted on the lead. There were no patient consequences.

Manufacturer narrative:
The reported events of low pacing impedance, noise, and insulation damage were confirmed. As received, a partial lead was returned in in three portions for analysis. Visual inspection of the lead found two external insulation abrasions on the proximal region of the lead consistent with friction to the device can. The first abrasion was located on the connector portion, breached the right ventricular cable lumen. The right ventricular etfe cable coating was intact. The second external abrasion located in the middle portion, breaching the inner coil, ring electrode cable and right ventricular cable lumens. The etfe cable coating of the ring electrode cables, the ptfe liner and one of the right ventricular cables were abraded at this location. The cause of the reported events was isolated to the exposure of the conductor coil in the abrasion zone.